Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt reported on (B)(6) 2004 that his meter would not power on. It was verified that he was using the correct test strips. The meter would not turn on when the power button was pressed. The batteries were installed correctly and in the battery contacts wee in good condition. The batteries were last replaced less than one year ago. He did contact a medical professional for advice, but did not receive any treatment. There was no adverse event reported and no further clinical info provided. This case is reported as a meter malfunction since the power issue was not resolved with troubleshooting.